Event description:
It was reported that during a stenosis case, operator used subject guidewire with a microcatheter to build access. When doing so, green coating of the subject guidewire was peeled and there was resistance when advanced within microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during a stenosis case, operator used subject guidewire with a microcatheter to build access. When doing so, green coating of the subject guidewire was peeled and there was resistance when advanced within microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. D9 / h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. During the visual and microscopic inspection, the subject guidewire was noted to be kinked at 167cm from the proximal end of the guidewire and the polytetrafluoroethylene (ptfe) coating was seen to be peeling in numerous areas along the guidewire. The core wire distal end was observed through the distal tip dome. The subject guidewire distal tip revealed slight uneven swelling/bulge after hydrating and when dried after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. For the functional testing, the subject guidewire was soaked in warm water for approximately 2 minutes, the demo microcatheter was flushed and it was observed that the subject guidewire was advancing with slight friction throughout the demo microcatheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. During analysis the subject guidewire was noted to be kinked at 167cm from the proximal end. The guidewire ptfe coating was peeling from the tip of the proximal end and throughout the guidewire. There was slight swelling at the distal tip after hydration that reduced after 10 seconds. An assignable cause of undeterminable will be assigned to the as reported and as analyzed guidewire difficult to advance and to the as analyzed device has cosmetic/appearance issue as a root cause for the analysed defect has not yet been identified. An assignable cause of handling damage will be assigned to the as reported and as analyzed guidewire ptfe coating peeling, as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation. An assignable cause of handling damage will be assigned to the as analyzed code guidewire kinked/bent, as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation.

Event description:
It was reported that during a stenosis case, operator used subject guidewire with a microcatheter to build access. When doing so, green coating of the subject guidewire was peeled and there was resistance when advanced within microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.